Manufacturer narrative:
A photo was returned showing the set in a plastic bag. No damages or anomalies noted. No samples were returned for investigation. The complaint could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 11352737 was reviewed and no non conformities were found that would have led to the reported complaint

Manufacturer narrative:
The device was not available for evaluation however, a photo was provided and is pending investigation.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was reported that when an empty needle was attached to the connector of capped secondary port, it immediately cracked. There was unknown patient involvement, no patient harm reported.